Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal drive motor had "excessive vibration" while running at certain speeds. The device was not changed out, as the unit still functions and was used to complete the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), there is no battery backup unit on this control module, as it is part of a system-1. The lights on the control module were not affected by the problem. There is no problem attaching or removing the pump head, it just vibrates a little.